Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced or returned to the manufacturer as the rehoming procedure resolved the issue. The issue was resolved by rehoming the system.

Event description:
A site representative, radiographic technologist (rt), reported that outside of a procedure the imaging system required a rehoming procedure before use. The site was rehoming the imaging system so that it is usable for a case. The rehoming procedure worked and the system was used. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the imaging device needed to be homed. Site rehomed the imaging device prior to use for case.